Event description:
The device was sent to a third-party service center for investigation. During the evaluation, the third-party service center found thermal damage to ui bezel. Due to alleged malfunction, the device will be forwarded to the manufacturer's product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.

Manufacturer narrative:
A dreamstation 2 adv auto CPAP device was forwarded to pil with an alleged ui bezel thermal damage from the third-party service center. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the lab investigation of the device, there was the presence of thermal damage to the ui bezel. Additionally, the pca was observed to have no power and was corroded, and the on/off button was broken off. The pil was able to confirm the complaint, and the device was crushed and disposed of.